Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebq2522 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebq2522) have been reported from the same china facility. Device has not yet been returned for evaluation.

Event description:
It was reported when the extension tubing connected to the catheter, leakage was found at the gap between the catheter and the extension tubing. The device was not used on a patient. This report addresses the second of two devices.